Event description:
According to the reporter, during use, cable had no readings or low readings. Checked all cables and each one had a signal and then error code will come up to checked sensor. Unit had number in low teens, but mostly they will spin for baseline and would give the baseline and then say check sensor and did not provide a number anymore. Have another cables with 2022 dates and took all of those out of service. Swapped sensor and cables to isolate the issue. Tried different monitor and pre-amps and had intermittent signal. There was no injury associated with this event.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.